Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 02/16/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed no damages on the lens. No blurred sports were observed. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Phone number: (B)(6). (B)(4) blurred spot on the haptic. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a blurred spot was observed on one of the haptics of an intraocular lens (iol). Reportedly, the lens was not used for implantation. No patient involvement was reported. No further information was provided.